Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarms occurred. Customer's blood glucose level ranged from 333-495 mg/dl. Reportedly, the cartridge was changed to address the issue. In addition, it was reported that the customer received a cartridge alarm (alarm 1). Reportedly, the customer reverted to manual injections for insulin therapy.